Manufacturer narrative:
Our investigation confirmed that there was insufficient plasma in the cuvette, signaling a sampling error. The investigation included reviewing sampling heights in the instrument's internal log files, which identified inconsistent needle heights. The instrument was evaluated and tested by a stago engineer who concluded that the instrument was performing to stago specifications, ruling out an instrument malfunction. The most likely root cause of the sampling error was either debris, or a bubble on the surface of the sampling tube which disturbed the liquid level detection system. Insofar as the exact cause of the discrepancy could not be identified, and that the issue was an isolated event, no corrective action will be taken at this time. Stago has concluded its investigation into this matter and has closed the file.

Manufacturer narrative:
The analyzer's logs have been retrieved, investigations are still on going under corporate complaint (B)(4). Stago will provide a follow-up report(s) once relevant information has become available.

Event description:
On (B)(6) 2019, a result in d-dimer test was released at 0.27 ug /ml for the patient number (B)(6). This patient experienced a pulmonary embolism and was hospitalized. He was subjected to heparin therapy. Internal quality controls are within acceptable ranges. The same tube was retested the next day and the result was positive: 6.3 ug/ml. The first negative result was wrong. A possible delay in patient treatment based on the original result can not be dismissed.